Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy o the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-03270. The patient received her scs system on (B)(6) 2010 consisting of an ipg and surgical lead. It was reported that the patient was experiencing overstimulation sensations at the ipg site when her scs system was in operation. On (B)(6) 2010, it was reported that diagnostic tests showed normal impedance readings on all lead contacts; however, efforts to resolve the issue through reprogramming proved unsuccessful. A subsequent x-ray revealed that the patient's lead appeared kinked near the ipg site. The physician will perform an exploratory procedure to determine the root cause of the overstimulation. At that time, the ipg and/lead will be replaced as warranted.